Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
During a clinic follow-up, the device pocket was observed to be slightly inflamed. Antibiotics were prescribed, but no further intervention has been performed at this time. The patient was stable.